Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the lower lcd input cable. The unit passed all factory specified performance and safety tests. The iabp was returned to the customer and was ready for clinical use.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. Event site address- (B)(6). Additional initial reporter name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, cardiosave intra-aortic balloon pump (iabp) had shaking touchscreen. There was no patient involvement.